Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection issue between the transfer set and the titanium adapter. Subsequently, the patient developed peritonitis. The event occurred during use. The cause of the disconnection was not reported. It was reported the titanium adapter was still in use. The patient was hospitalized for the peritonitis for three days. Treatment for the event was unknown. The patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.